Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records for the listed batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery after insertion of the tibia component, the insert could not be removed. That's why the doctor had to pass to an oversized insert. A backup device was available and it is unknown if there was a delay.